Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: fr995-21 heart valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was implanted with poor coronary sinus target resulting in high thresholds. A day after implant, the lead was checked again and there was complete loss of capture. An attempt was made to move the lead but no acceptable location was possible. The physician elected to remove the lead and pace the patient via the atrial lead. The lead was not replaced. No patient complications have been reported as a result of this event.